Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03485. It was reported the s1 lead had fractured after a fall in 2021. During the lead revision it was found the l5 lead had high and low impedances. In turn, both were explanted and the s1 lead was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.